Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that after drawing an arterial blood gas for analysis on the patient, all the blood flowed out due to the loosening of the push rod piston. There was patient involvement, and no patient harm reported.